Event description:
It was reported that during the implant the lead was introduced into the vasculature between several other chronically implanted leads causing a tight introduction. Once in the right ventricle the lead helix would not extend. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Event description:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary analysis revealed that the helix had disengaged from the helical channel. There was blood/body fluid on the distal conductor (not obstructed). The inner tubing was kinked/buckled. There was blood in/on the helix/lobe mechanism and sleeve head.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary analysis revealed that the helix had disengaged from the helical channel. There was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism and sleeve head, and the helix/lobe was distorted/bent. Visual comment: lead insulation was cut with a scalpel to inject alcohol to remove stylet from the distal coil which was stuck due to dried blood. The lead was returned with compressed helix.